Event description:
It was reported that the customer was hospitalized for high blood glucose levels of above 400 mg/dl. Troubleshooting was performed and a review of the insulin pump alarm history revealed that two no delivery alarms occurred the day customer was hospitalized. The insulin pump passed all required tests. No other information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.